Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while on vacation in cypress. Technical services (ts) discussed that clinical consideration as to whether this rhythm should be treated or not would need to occur as the arrhythmia occurred at 250 bpm. Ts also noted to review other medical treatment for this arrhythmia and discussed programming considerations. The s-ICD remains implanted and no adverse effects were reported.